Event description:
The complainant reported a patient with unknown race was implanted with an impella device for mechanical circulatory support. A clot was visualized on echocardiography, and the placement signal alarms were determined to be inaccurate due to low flow volume, with suction alarms also noted at p2. The patient began to decompensate. Consequently, the decision was made to explant the device and replace it with a new impella cp device. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation. The root cause of the low pump flow was determined to be was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.